Manufacturer narrative:
Patient¿s weight is unknown. Additional product device code: hrs. Device broke during insertion; device not considered implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 patient presented with failure of the talonavicular joint fusion. Date of the original surgery is unknown. It was identified that four (4) cannulated screws that were implanted within the patient were broken. Surgeon performed a revision surgery on (B)(6) 2017 to extract the broken screws and implant new devices. Patient was revised to new implants which included one (1) x-plate and four (4) titanium cortex screws. As the surgeon was tightening the last titanium screw, the head off the titanium cortex screw broke off. The threaded portion of the screw was left embedded in the patient while the head of the broken screw was removed. There were no issues noted with the screw driver. The revision surgery was completed without any surgical delay. The patient is reported to be in stable condition. This report addresses the intraoperative issue of a broken screw. The postoperative broken screws has been captured under linked (B)(4). Concomitant parts reported: unknown screw driver (part number unknown, lot number unknown, quantity 1). This report is for one (1) 2.7 mm ti cortex screw self-tapping with t8 stardrive recess 20 mm . This is report 1 of 1 for (B)(4).